Event description:
It was reported that the image on the 6600 system was not sharp and was poor quality. Also, the footswitch needed to be replaced. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The footswitch was replaced during the service call. The system was tested and found to be working as intended and put back into service.